Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of safety mechanism failure was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 20ga x 2.25¿ accucath ace peripheral IV catheter assembly. Usage residues were observed throughout the sample. The safety button was depressed and the needle was fully withdrawn into the housing. The catheter was received loose. The safety was reset. Subsequently, both the guidewire and safety mechanism functioned as intended. Microscopic inspection of the sample did not reveal any damage or deformity. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. A lot history review (lhr) of reep3218 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported the button failed to retract the needle, the hub of the accucath was twisted back and forth and the needle retracted without pushing the button. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep3218 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported the button failed to retract the needle, the hub of the accucath was twisted back and forth and the needle retracted without pushing the button. No other information was provided.